Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the transfer set's tubing and twist clamp. It was further reported "that transfer set detached right at white part of twist clamp from the tube". This occurred in the hospital during an unspecified process step. There was no repot of patient injury or medical intervention associated with this event. No additional information is available.